Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v553423, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v566778, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v553423, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v566778, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that since implant there had been problems with the patient¿s gat, and specifically the patient had dyskinesia on the right side. It was noted that there had been no change in the patient¿s medication. It was noted that the left brain settings were at 5.2 volts, contacts 1 and 3 negative and contact 0 positive, a pulse width of 160, and a rate of 140 hetrz. It was noted that the group impedance was 881 ohms. It was noted that during an appointment on (B)(6) 2013 there seemed to be increased tremor and a problem with gait. It was noted that the voltage was increased to 4.0 and later 4.3. It was noted that the patient was no longer dragging the lower extremity and observed decreased stiffness. It was noted that the gait problem returned at a later date. It was noted that the patient¿s setting were further changed on (B)(6) 2013. It was noted that the pulse width and rate were changed on (B)(6) 2013 which did not help so they were changed back. It was noted that there had been no observable changes in gait with the programming changes. It was noted that the patient thought the setting on the previous device were 3.8 volts, 140 pulse width, 135 hertz, with contact 0 positive and contacts 1 and 2 negative. It was noted that all impedances with within normal limits. It was noted that the patient was scheduled for an appointment on (B)(6) 2013. It was noted that the patient fell down eight times three days prior to the additional report. It was noted that the patient could control dyskinesia of the right foot only when concentrating. Additional information received reported that at an appointment on (B)(6) 2013 the patient was ¿a/o [illegible]¿, and the speech was clear.

Event description:
Additional information received reported the patient was meeting with their healthcare professional (hcp) on thursday for an assessment. It was noted the manufacturing representative would check impedances again at that time. It was noted that prior to change out the patient was set at 4.5v, 120 pw, and 135 hz and the patient was doing fine. It was further noted the patient¿s implantable neurostimulator (ins) was changed out and the parameter post change out were 3.8v, 120 pw, and 135 hz and the patient had increased tremor and gait issues. The reporter stated the patient saw their hcp on (B)(6) 2013 and did not report increased tremor or gait issues. It was noted the patient saw their hcp on (B)(6) 2013 complaining of being ¿noodly¿ on both sides. It was further noted the patient¿s right lower extremity was better. It was noted the patient¿s settings on (B)(6) 2013 were 4.3v, 160 pw, and 135 hz. It was further noted the patient saw their hcp on (B)(6) 2013 and their lower right extremity was dyskinetic. It was noted the patient¿s settings were ¿pw 170, r130 and then 180 and 120r and then 110 rate¿ and the patient was better. The reporter stated that threshold testing with c+2- showed the patient got dyskinetic up to 2.8v. The reporter further stated that threshold testing with c+3- showed the patient dyskinesias were gone and their gait was better at 2.0v. It was noted the patient was programmed to 5v, 180 pw, and 130 hz. It was further noted the patient met with their hcp on (B)(6) 2013 and their gait was better, but they were still complaining of right lower extremity dystonia. It was further noted the patient¿s settings were decreased to 5.1v with the rest staying the same. It was noted the patient saw their hcp on (B)(6) 2013 and they had an increase in falls and their right extremity was out of control. It was further noted the patient¿s settings were increased to 5.2, 160 pw, and 140 hz. The reporter stated they had not heard from the patient since and they would be meeting with the patient on thursday to check the patient¿s status. It was noted that on (B)(6) 2013 the patient had some falling and gait issues with dystonic component. Additional information received reported the manufacturing representative met with the patient yesterday. It was noted the patient was programmed at 4.1v, 120 pw, and 145 hz. The reporter stated they increased stimulation to 4.5v, but the patient had some side effects of eye involvement and dyskinesias. It was noted the patient¿s gait was better and the patient felt better. The reporter stated the patient was given the ability to increase stimulation in 0.1v increments up to 1v if needed. It was noted the manufacturing representative would meet with patient again on (B)(6) 2013. It was noted the patient¿s right side voltage was also increased by 0.2v due to the patient having a little dystonia. It was further noted that after increasing stimulation the patient could walk better.

Event description:
Additional information received reported that the patient went to an in-patient rehab for eight days. The neurologist took the patient off all medications and stopped the device therapy. The reporter saw the patient on the day of the report and they adjusted her medications and reprogrammed the device. The patient was doing great. The patient had no falls or dyskinesia and was very happy.

Event description:
It was reported that after an implantable neurostimulator (ins) battery change out the patient started experiencing balance issues and became very dyskinetic. It was noted that this caused the patient to fall and hit head. It was noted that the health care professional (hcp) had to completely change the settings and electrode configuration. It was noted that no issues with impedances were reported. It was noted that there were no falls or trauma prior to the worsening symptoms. It was noted that changing the electrode configuration did resolved the patient¿s symptoms. It was noted that they were most likely using voltage mode and not interleaving. Additional information received reported that on (B)(6) 2013, the patient was presented with increased left tremor, festination, and right leg stiffness. It was noted that on (B)(6) 2013, the patient complained of dyskinetic gait, new left leg issues, right leg buckling when ambulating, festination that resulted in a fall, nasal fracture, closed head injury concussion, and a loss of consciousness. It was noted that on (B)(6) 2013, the patient complained of festination, dyskinesia, resting tremor, right upper extremity and left thumb tremor. It was noted that one could not be eliminated without causing something else to be more prominent. It was noted that at one point during the appointment the patient had no tremor or dyskinesia but became dystonic in posture and the left leg. It was noted that on (B)(6) 2013, the patient complained of a little hand tremor, right leg with lots of tremor, left leg dragging, it was noted that the patient was upset as they never had left leg problems until the ins was changed, it was noted that there was left foot rotation with ambulation. It was noted that there was no further festination or falls. It was noted that at the end of the appointment there was no further resting tremor, the gait was better and there was a hint of loss of balance with a turn.

Event description:
Additional information received reported the manufacturing representative spoke with the patient's healthcare professional who stated the patient was doing a lot better. The reporter stated the patient was still falling, but not as often and they were more stable with their gait.

Event description:
Additional information received reported the patient was doing a lot better. It was noted the manufacturing representative visited the patient on thursday. It was further noted the patient did have some falls, but less than before. The reporter stated the patient's settings were increased twice so the patient was dyskinetic on their right leg and foot. The reporter further stated the patient's settings were decreased back to 4v and the rate was increased by 10. It was noted the patient was no longer experiencing dyskinesia. It was further noted the patient next appointment was in (B)(6). The reporter stated the patient was currently receiving effective therapy. It was noted that only the patient's left side was adjusted and the right side was great with no problems. The reporter stated that if the patient concentrated more on walking they would do great and when they do concentrate they walk fine. The reporter further stated the issues were from changing contacts in the programming. Additional information received reported the patient would be going into rehabilitation to get rehab on walking. It was noted the patient had no falls or dyskinesia. It was further noted the patient was trying not to talk and walk at the same time. The reporter stated the patient was upset and still not doing as well as they would like as the tremors are more pronounced.